Event description:
It was reported that a second knee surgery occurred to replace compromised implants. The surgeon noted on a post-op x-ray that there was a compromised implant. He performed a second surgery on the pt and discovered that the tibial screw was compromised and removed it. The femoral implant was "squished" as well. The plug on the femoral side had come out. Plla screws from another manufacturer were used to complete the second surgery case. The quality of bone was reported as average. See also MDR 1220246-2009-00050 for the femoral implant report. No further pt information was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but the reporter stated it was not being returned by the facility. The complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is improper bone preparation. Dfu states to prepare the screw entrance "insertion point by using the tap, dilator, or notcher previous to implant" insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If any additional relevant information is obtained, a f/u report will be submitted.